Event description:
(B)(4). Same patient as 2134265-2012-03755. It was reported that post a coronary artery stenting treatment procedure, the patient required coronary artery bypass grafting (CABG). The target lesion was located in the mid left anterior descending artery with 70% stenosis and was 16 mm long with a reference vessel diameter of 2.75 mm. The physician treated the lesion with pre-dilatation and placement of a 2.75 x 20 mm taxus stent, with 0% residual stenosis. A non-target vessel re-intervention was performed in the mid right coronary artery which was treated with an unknown taxus express stent. The patient was discharged on aspirin and clopidogrel. (Per angiography report during the index procedure) after pre-dilation a grade "c" dissection was noted. This was subsequently covered with a 2.75 x 20 mm study stent, with 0% residual stenosis. In (B)(6) 2012, the patient was diagnosed with significant 3 vessel cad and was hospitalized. The patient underwent a CABG in the mid lad. Six days later ,the event was resolved without residual effects.

Manufacturer narrative:
Patient identifier: (B)(6). Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was further reported that during the index procedure, the lesion located in mid rca with 70% stenosis was treated with pre-dilatation and placement of 3.5 x 28 mm taxus express stent. Following post dilatation, residual stenosis was 0%. The target lesion located in mid lad was pre-dilated with a 2.50 x 15mm maverick balloon catheter.

Manufacturer narrative:
(B)(4).